Event description:
(B)(4). The dentist reported 2 months after the dental implant was installed in intraoral region #9 it was verified its non osseointegration. The implant was carried out immediately.